Manufacturer narrative:
No device was returned for investigation.

Event description:
It was reported that the device fails electric safety. No additional information.

Manufacturer narrative:
Updated device manufacture date (h4). UDI section of d4 is unknown, no product information has been provided to date., corrected data: evaluation codes conclusion (h6)